Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine via an implantable pump. The indications for use was degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that the healthcare provider (hcp), a physician, stated that the patient was in the hospital due to septic shock and was being given narcan. The hcp stated that the patient was having blood pressure issues, and they would like the pump stopped. The manufacturer's technical services specialist (tss) provided contact information for the national answering service.